Event description:
It was reported that a foley catheter balloon leaked after 10ml of fluid was injected.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿balloon leak¿ with a potential root cause of ¿balloon not completely sealed to shaft¿. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a foley catheter balloon leaked after 10ml of fluid was injected.